Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: small tears were observed on the system controller¿s white power lead near the strain relief on the housing side of the cable. Wire fatigue was observed on both power cables. The reported event of fluid ingress on the system controller¿s power cable was confirmed via analysis of the returned controller. Visual inspection of the returned system controller revealed that the strain relief on the connector side of the white lead was broken. A green fluid substance that appeared to be consistent with fluid ingress was observed to be coming from the damaged area. The outer jacket of both power cables was removed, and inspection of the opened cables revealed a green fluid substance coating the protective wrap layers and shielding. The layers and shielding were then removed, revealing further fluid ingress on the underlying wires. No physical damage to the wires were observed due to the fluid ingress. The system controller was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 left ventricular assist device, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information is missing. Information was requested. The event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a green slime substance between the power cable and system controller that was visible on the white power cable. The system controller was exchanged. The black power cable had no slime substance on it until it was stripped to visualize the conduction wires and revealed the green slime substance. The green slime was assumed to be caused by oxidation. The event date was estimated.